Event description:
Information received by medtronic indicated that the insulin pump had a multiple pump error alarm. Troubleshooting was performed and the alarm was cleared successfully but the rewind could not be completed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned." These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring black. Case type ngp. On october 14, 2022 the customer alleged no motor movement or negligible movement. Retries to free a stuck motor failed. And drive count/time values or changes incorrect for moving or coasting. Too slow or too fast. Alarm. The test p-cap locks properly in place in the reservoir compartment noted. Device received with pillowing keypad overlay and scratched case. During the visual inspection. Thump software was utilized and downloaded trace/history files properly. Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test and displacement test. No ¿pno motor movement or negligible movement. Retries to free a stuck motor failed.¿ during testing. However, in further full review found multiple no motor movement or negligible movement. Retries to free a stuck motor failed. In the device history on october 14, 2022 between time 07:46:36.000 and 08:49:19.000.drive count/time values or changes incorrect for moving or coasting. Too slow or too fast alarm occurred during testing in the device history on october 15, 2022 at time 00:17:14.000. The device was cut open to perform visual inspection and moisture damage on the electronic assembly, motor assembly and force sensor. In summary, device passed required testing. Customer alleged for no motor movement or negligible movement. Retries to free a stuck motor failed alarm was confirmed due to corroded motor home switch drive count/time values or changes incorrect for moving or coasting. Too slow or too fast alarm occurred during testing, drive count/time values or changes incorrect for moving or coasting. Too slow or too fast confirmed. Moisture damage found on electronic assembly, motor assembly and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that product was returned for analysis.